Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they have a keypad anomaly. The blood glucose reading is 400 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to light moisture damage on the keypad traces. No display ramping on its own anomaly noted during testing. The device had minor scratches on the lcd window, cracked case at display window corners, cracked case at reservoir tube window corners, cracked reservoir tube window, and cracked battery tube threads.